Manufacturer narrative:
- Device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the poland on (B)(6) 2024, it was reported that patient faced three infusion set tape was not sticking event. Infusion was sets coming out of the package. The infusion set was in use for 1 day. No further information available.